Manufacturer narrative:
Correcttion:section f with correct information.

Event description:
10/15/2019: integrum received two new reports on same patient falling. Reported incident (B)(6) 2019: the patient was scheduled to see (B)(6), cpo, on (B)(6). He did not keep either appointment for delivery of his axor loaner device. The patient sent an apex message on (B)(6) to indicate a superficial infection, which was reported separately as an adverse event. Our crc made multiple attempts to contact the patient. As a result of a telephone conversation on (B)(6), the patient noted that he had actually fallen on(B)(6). The patient had been instructed to maintain non-weightbearing status with two crutches, but instead he had continued to use the axor device which had been disengaging. As a result of axor disengagement on (B)(6), the patient fell and hit his head. He was seen locally as an outpatient, but he had no obvious sequelae then or on (B)(6) when he was seen in the office. After being seen on (B)(6) in the orthopaedic offices by dr. (B)(6) , the patient reported to the prosthetic offices, where he was provided with his new axor loaner device. Reported incident (B)(6) 2019: the event was discovered on (B)(6) 2019 by (B)(6), cpo, when he telephoned the patient regarding an office appointment that had been scheduled to supply the patient with his new axor loaner unit. The patient was supposed to go to the prosthetics office for delivery of this device but he had coincidentally fallen again. As a result of the fall, the patient sustained impact to the back and shoulder; he also developed a thigh skin abrasion. When he contacted our office again on (B)(6) 2019, he reported that he had been evaluated the day before at a local emergency department for thigh pain that was not clearly related to his fall. Plain films and lab studies at ucsf on (B)(6) 2019 were normal. We once again advised the patient not to use the axor device and to maintain a non-weightbearing gait status with two crutches until he made another appointment to come to the office to be fitted with the new axor loaner device. On (B)(6) 2019. Integrum received first information about incident: during a visit to matthew garibaldi, cpo, on (B)(6) 2019, the patient reported that the axor ii was beginning to loosen unexpectedly, resulting in two falls over the prior few weeks (we arbitrarily estimate a start date of (B)(6) 2019. The patient developed neck and bilateral wrist pain that resolved with rest and pain medication. According to matthew garibaldi's (B)(6) 2019 apex note, "the patient reported that his axor ii is beginning to loosen unexpectedly, which has resulted in two falls over the past few weeks. The most recent fall happened when carrying items down a hill for his wife when the axor ii unit unexpectedly released, causing him to fall face-first down the hill. According to the patient, this resulted in two sprained wrists, and strained neck, but he didn't contact his doctor or report the incident to any of the osseointegration team. Instead, he claims to have taken pain medication that evening and stayed in bed for two days until her felt better."

Event description:
On 10/15/2019: integrum received two new reports on same patient falling. Reported incident (B)(6) 2019: the patient was scheduled to see (B)(6), cpo, on (B)(6). He did not keep either appointment for delivery of his axor loaner device. The patient sent an apex message on (B)(6) to indicate a superficial infection, which was reported separately as an adverse event. Our crc made multiple attempts to contact the patient. As a result of a telephone conversation on october 8th, the patient noted that he had actually fallen on (B)(6). The patient had been instructed to maintain non-weightbearing status with two crutches, but instead he had continued to use the axor device which had been disengaging. As a result of axor disengagement on (B)(6), the patient fell and hit his head. He was seen locally as an outpatient, but he had no obvious sequelae then or on (B)(6) when he was seen in the office. After being seen on (B)(6) in the orthopaedic offices by dr. (B)(6), the patient reported to the prosthetic offices, where he was provided with his new axor loaner device. Reported incident (B)(6) 2019: the event was discovered on 9/17/2019 by (B)(6), cpo, when he telephoned the patient regarding an office appointment that had been scheduled to supply the patient with his new axor loaner unit. The patient was supposed to go to the prosthetics office for delivery of this device but he had coincidentally fallen again. As a result of the fall, the patient sustained impact to the back and shoulder; he also developed a thigh skin abrasion. When he contacted our office again on (B)(6) 2019, he reported that he had been evaluated the day before at a local emergency department for thigh pain that was not clearly related to his fall. Plain films and lab studies at (B)(6) on (B)(6) 2019 were normal. We once again advised the patient not to use the axor device and to maintain a non-weightbearing gait status with two crutches until he made another appointment to come to the office to be fitted with the new axor loaner device. On 09/15/19. Integrum received first information about incident: during a visit to (B)(6), cpo, on (B)(6) 2019, the patient reported that the axor ii was beginning to loosen unexpectedly, resulting in two falls over the prior few weeks (we arbitrarily estimate a start date of (B)(6) 2019. The patient developed neck and bilateral wrist pain that resolved with rest and pain medication. According to (B)(6) on 9/10/2019 apex note, "the patient reported that his axor ii is beginning to loosen unexpectedly, which has resulted in two falls over the past few weeks. The most recent fall happened when carrying items down a hill for his wife when the axor ii unit unexpectedly released, causing him to fall face-first down the hill. According to the patient, this resulted in two sprained wrists, and strained neck, but he didn't contact his doctor or report the incident to any of the osseointegration team. Instead, he claims to have taken pain medication that evening and stayed in bed for two days until her felt better."